Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a procedure, there was tremendous amount of leakage from the trocar. The device leaked with and without an instrument being inserted. They continued to use to complete the procedure. No patient impact. The trocar was discarded.